Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for multiple back surgery syndrome and spinal pain. The patient reported that everything was removed and replaced during their surgery on (B)(6) 2015. An x-ray was done and determined that the leads had broken, coiled, and pulled loose. The imaging confirmed that the broken lead had curled around the anchor. The patient stated that the leads had coiled and migrated as well as disconnected in-vivo. The implantable neurostimulator (ins) was reported to have quit working as well and it shorted out. There was no report of a fall or trauma related to these leads and ins issues. The patient experienced pain in their legs and feet suddenly in (B)(6) 2015. The patient reported a loss of therapy. They woke up one morning and suddenly noticed that the stimulation was not working in (B)(6) 2015. The patient reported that they had fully recovered from their surgery. Unrelated medical history was reported to be 6 fusions and neck and shoulder issues. The patient stated that they were on pain medical and that their memory was cloudy. If additional information is received, a follow-up report will be submitted.